Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the customer reported there was a loose connection with the transfer set; loose connection is a known cause of se 2240 alarm. The sample was discarded. The lot number is unknown; therefore a batch review was not conducted. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 5 of 5 on the home choice (hc) and during troubleshooting it was noted the home patient (hp)'s transfer set had a loose connection. The technical service representative (tsr) assisted the hp to clear the error and informed him of the error's meaning. The hp had contacted the peritoneal dialysis nurse (pdn) and was on the way to clinic when he finished cleaning up. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Corrected investigation - the issue is not being investigated through CAPA, a loose connection is a known cause of an se 2240 alarm. A risk review was completed and the product is operating within its approved risk file.